Event description:
This case was initially received via regulatory authority (reference number: mw5074477) on 01-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("significant allergy to nick") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain/joint pain increased/ joints were aggravated"), headache ("daily headaches"), decreased appetite ("decline in my appetite / appetite vanished"), parosmia ("a metallic smell during my menstrual cycle"), psoriatic arthropathy ("psoriatic arthritis"), psoriasis ("psoriasis") with skin lesion, hiatus hernia ("hiatal hernia") with abdominal pain upper, change of bowel habit ("inconsistency developed in my bowel habits"), migraine ("migraines"), dysgeusia ("metallic taste in mouth during menstrual cycle") and nausea ("periods of nausea"). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, parosmia, psoriatic arthropathy, psoriasis, hiatus hernia, migraine, dysgeusia and nausea outcome was unknown, the arthralgia and headache was resolving and the decreased appetite and change of bowel habit had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, change of bowel habit, decreased appetite, dysgeusia, headache, hiatus hernia, migraine, nausea, parosmia, psoriasis and psoriatic arthropathy with essure. The reporter commented: at hospitalization required intervention,disability serious important medical event was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: confirmed significant allergy to nickel. All testing, imaging and investigating have revealed a healthy bowel system with no obvious cause. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
He was initially received via regulatory authority (reference number: mw5074477) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("significant allergy to nick") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain/joint pain increased/ joints were aggravated"), headache ("daily headaches"), decreased appetite ("decline in my appetite / appetite vanished"), parosmia ("a metallic smell during my menstrual cycle"), psoriatic arthropathy ("psoriatic arthritis"), psoriasis ("psoriasis") with skin lesion, hiatus hernia ("hiatal hernia") with abdominal pain upper, change of bowel habit ("inconsistency developed in my bowel habits"), migraine ("migraines"), dysgeusia ("metallic taste in mouth during menstrual cycle") and nausea ("periods of nausea"). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, parosmia, psoriatic arthropathy, psoriasis, hiatus hernia, migraine, dysgeusia and nausea outcome was unknown, the arthralgia and headache was resolving and the decreased appetite and change of bowel habit had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, change of bowel habit, decreased appetite, dysgeusia, headache, hiatus hernia, migraine, nausea, parosmia, psoriasis and psoriatic arthropathy with essure. The reporter commented: at hospitalization required intervention,disability serious important medical event was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: confirmed significant allergy to nick all testing, imaging and investigating have revealed a healthy bowel system with no obvious cause. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5074477) on 01-feb-2018. The most recent information was received on 07-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('significant allergy to nick') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: all testing, imaging and investigating have revealed a healthy bowel system with no obvious cause. Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain/joint pain increased/ joints were aggravated"), headache ("daily headaches"), decreased appetite ("decline in my appetite / appetite vanished"), parosmia ("a metallic smell during my menstrual cycle"), psoriatic arthropathy ("psoriatic arthritis"), psoriasis ("psoriasis") with skin lesion, hiatus hernia ("hiatal hernia") with abdominal pain upper, change of bowel habit ("inconsistency developed in my bowel habits"), migraine ("migraines"), dysgeusia ("metallic taste in mouth during menstrual cycle") and nausea ("periods of nausea"). The patient was treated with surgery (esssure removal). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, parosmia, psoriatic arthropathy, psoriasis, hiatus hernia, migraine, dysgeusia and nausea outcome was unknown, the arthralgia and headache was resolving and the decreased appetite and change of bowel habit had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, change of bowel habit, decreased appetite, dysgeusia, headache, hiatus hernia, migraine, nausea, parosmia, psoriasis and psoriatic arthropathy with essure. The reporter commented: at hospitalization required intervention,disability serious important medical event was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: results: confirmed significant allergy to nick. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5074477) on 01-feb-2018. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('significant allergy to nick') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain/joint pain increased/ joints were aggravated"), headache ("daily headaches"), decreased appetite ("decline in my appetite / appetite vanished"), parosmia ("a metallic smell during my menstrual cycle"), psoriatic arthropathy ("psoriatic arthritis"), psoriasis ("psoriasis") with skin lesion, hiatus hernia ("hiatal hernia") with abdominal pain upper, change of bowel habit ("inconsistency developed in my bowel habits"), migraine ("migraines"), dysgeusia ("metallic taste in mouth during menstrual cycle") and nausea ("periods of nausea"). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, parosmia, psoriatic arthropathy, psoriasis, hiatus hernia, migraine, dysgeusia and nausea outcome was unknown, the arthralgia and headache was resolving and the decreased appetite and change of bowel habit had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, change of bowel habit, decreased appetite, dysgeusia, headache, hiatus hernia, migraine, nausea, parosmia, psoriasis and psoriatic arthropathy with essure. The reporter commented: at hospitalization required intervention,disability serious important medical event was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: results: confirmed significant allergy to nick. Diagnostic results: all testing, imaging and investigating have revealed a healthy bowel system with no obvious cause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: this case become potential legal. Social media received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: mw5074477) on 01-feb-2018. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ('significant allergy to nick') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine sodium (synthroid) for thyroid disorder nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria hospitalization, disability, medically significant and intervention required), arthralgia ("joint pain/joint pain increased/ joints were aggravated"), headache ("daily headaches"), decreased appetite ("decline in my appetite / appetite vanished"), parosmia ("a metallic smell during my menstrual cycle"), psoriatic arthropathy ("psoriatic arthritis"), psoriasis ("psoriasis") with skin lesion, hiatus hernia ("hiatal hernia") with abdominal pain upper, change of bowel habit ("inconsistency developed in my bowel habits"), migraine ("migraines"), dysgeusia ("metallic taste in mouth during menstrual cycle") and nausea ("periods of nausea"). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, parosmia, psoriatic arthropathy, psoriasis, hiatus hernia, migraine, dysgeusia and nausea outcome was unknown, the arthralgia and headache was resolving and the decreased appetite and change of bowel habit had not resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, change of bowel habit, decreased appetite, dysgeusia, headache, hiatus hernia, migraine, nausea, parosmia, psoriasis and psoriatic arthropathy with essure. The reporter commented: at hospitalization required intervention,disability serious important medical event was mentioned but not specified and /or assigned to one of the events. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in 2017: results: confirmed significant allergy to nick. Diagnostic results: all testing, imaging and investigating have revealed a healthy bowel system with no obvious cause. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: this case become potential legal. Social media received. Reporter's information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.